Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 300 mg/dl following a prior occlusion alert on the insulin infusion set, with no current alarms and no observed leaks or kinks; the user planned to change infusion supplies and later used subcutaneous insulin by pen while disconnecting the pump for two hours. Symptoms included elevated blood glucose without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed an unclear cause of hyperglycemia, with no active device alerts and no confirmed infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.